Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but has not become available. Without definitive lot numbers a complete complaint history review cannot be performed for the devices involved. A review of the complaint history review was performed using the part number for a cup and head in search of complaints involving metallosis throughout the lifetime of the product. As no device batch numbers were provided for investigation, a manufacturing record review, IFU review and risk management review could not be performed. If more information is received, this investigation will be reopened. All medical documents provided have been reviewed. The reported elevated cobalt and chromium levels and intraoperative findings of metal wear debris material and synovial inflammation reportedly related to metal wear debris are consistent with findings associated with metallosis; however, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported elevated cobalt and chromium levels, pain, and intraoperative findings consistent with metallosis cannot be confirmed and it cannot be concluded that the reported clinical reactions/events were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that right hip revision surgery was performed due to progressive pain, difficulty walking and elevated chromium and cobalt levels from failed right hip resurfacing arthroplasty consistent with metal-on-metal wear. Dr. (B)(6) recommended and performed a revision of the right hip resurfacing arthroplasty, with findings consistent with metallosis, including an abundant pocket of chronic metal wear debris material, and chronic synovial inflammation related to metal wear debris.